Event description:
This lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2013 due to high impedance. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).